Event description:
It was reported that a spectrum iq infusion pump powered off without user input. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'won't stay on' was not reproduced. A review of the history log revealed "improper shutdown!" Messages with battery alert messages prior to the occurrence. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damage to the gold pins. 30 pin flex requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.